Manufacturer narrative:
.

Event description:
Per end user, unit smelled like a corpse and ozone. He states he had a tingling sensation and headache. He states he has been diagnosed with latitude sickness prior to this incident. No medical intervention sought.